Manufacturer narrative:
The device history record for the lot number, aa5069f01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The molded head, tube and balloon appears to be clean without any foreign substance on the exterior of the device. The original packaging was not returned with the device. The balloon was filled with 3cc of water. Immediately, leakage was seen at the distal end. When viewed under magnification(50x), a hole was seen just inside the tip. The hole is directly in line with the radiopaque strip. The cavity of the molded balloon is #3. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the lot number aa5187f02 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the enteral feeding tube balloon popped and came out in the middle of the night. The caregiver tried to put the enteral feeding device back in but was unsuccessful. The patient was re-dilated in the emergency room..